Event description:
The customer reported that the system displayed an interlock failure error message. This error will likely prevent the system from booting up. There is no report of death or serious injury associated with the event.

Manufacturer narrative:
A ge service representative performed an onsite investigation. The gib (generator interface board) board was evaluated and replaced. The nodes on gib boards were reflashed. The calibration files were reloaded. The system was tested and found to be working as intended and returned to service.